Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display noted. Device received with blank display due to moisture damaged at electronic assembly. Device received with moisture damaged at motor assembly. Device inspected and no damage screen or lcd glass. However, insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen was damaged. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.